Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the "vice was not working." Additional information revealed the patient fell the day before arriving to the emergency room. On arrival to the emergency room the patient was found to be hypertensive and in bradycardia with a heart rate of thirty five beats per minute. The patient was paced externally. It was noted there was paced ventricular complex. The patient was diagnosed with acute cardiopulmonary arrest. The patient was seen in office four days prior and the device was noted to be functioning normally. No other information is known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.